Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a clinic follow-up and it was noted that the patient received an inappropriate shock and inappropriate atp. Egm was reviewed and it appeared to be external emi. Patient stated that he was working on a car engine that was not grounded and was shocked by both engine and ICD after he leaned over the car engine placing his chest near the alternator. There was no intervention performed. The patient¿s condition was stable.